Event description:
Customer reports the advantage system produced an undosed result of 288 mg/dl. No action taken based on device result. No quality controls were used. Requested return of suspect device and replacement was sent.